Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that display screen was partially viewable on insulin pump. It was reported that issue began a month prior to call. Customer's blood glucose was unknown. Caller was not able to troubleshoot and would call back.